Event description:
The customer stated that she tested her blood glucose using her contour meter and received readings of 420 mg/dl and a reading higher than 500 mg/dl. She retested using another contour meter and received readings of 190 and 191 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting was not possible since the customer did not have control solution. Control solution was sent to the customer. No product will be returned at this time.